Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the reservoir leaked and was leaking out of the reservoir compartment. Customer; could smell insulin. Customer reported that he used several different reservoirs to no avail. Displacement test passed. Customers blood glucose reading was 10 mmol/l. Customer reverted to manual injections. Customer unable to complete troubleshooting. No further details were provided and unknown if product was replaced or returned.